Event description:
Injury: infection injection site: a woman reported that a novofine 30 needle broke off in her husband's abdomen and remains lodged beneath the skin. Her husband was examined by his physician several hrs after the incident and antibiotics (keflex) were prescribed because there was evidence of infection at the injection site. The woman stated that her husband has suffered several strokes in the past and consequently, he has some coordination problems with his left hand. She also indicated that her husband has cataracts which are creating some visual difficulty. Further medical treatment has not been discussed at this time. Subsequent conversation with the woman a month later revealed that the infection had completely resolved and that the physician decided against surgery to remove the needle. Thus, the needle remains in the pt's body.